Event description:
Medtronic received info that this mechanical valve was explanted after being implanted 18 years. Echocardiographic findings revealed aortic stenosis and mild aortic regurgitation with pannus growth on the ventricular side. The mean gradient was 58 mm/hg. The physician had no complaints about the valve, and there were no adverse patient effects. It was reported that the valve will not be returned for analysis.

Manufacturer narrative:
Evaluation results = device history review found the product met specifications when released for distribution. Analysis: the device will not be returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that the product met manufacturing specifications when released for distribution. Conclusion: the device was in service for 18 years, and the physician was satisfied with the performance of the valve. The device reportedly exhibited reduced performance, due to host tissue overgrowth.